Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's caregiver reported that their ilet device was dropped, resulting in a cracked screen and the device becoming unresponsive. A replacement device was arranged for delivery. The user¿s blood glucose was not affected.